Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 5.6mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.